Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 to treat knee pain. After activating the system, the patient noted lack of pain relief which was determined to be due to migration of the medial lead. On (B)(6) 2025 a surgical revision was performed to remove the 8 contact non-tined system and implant a new 4 contact tined lead system to place the leads back at the desired location and provide additional stability of the implanted leads.

Manufacturer narrative:
The patient did not report any excessive activity or falls prior to the lead migration taking place. Migration is a known inherent risk of implantable neuromodulation systems and there does not appear to be any indications of other failures or malfunctions of the nalu device or any components.